Event description:
A malfunction alarm was reported with malfunction code 12, and the customer's blood glucose level exceeded 500 mg/dl, displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.